Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed that the retainer ring was hanging from the pump. The customer reported blood glucose value of 362 mg/dl and hyperglycemia was treated with insulin pump. The event involved product(s) unknown reservoir, unknown sensor, mmt-1884, unomedical. Troubleshooting was performed for cosmetic damage and location of damage on reservoir tube side case and reservoir was able to lock in place. Troubleshooting was not performed for hyperglycemia. No further patient complications were reported. The products unknown reservoir, unknown sensor, unomedical will not be returned for analysis. The product mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement. The test p-cap and reservoir does lock in place in the reservoir compartment, however, damage to the retainer was noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case (battery tube), battery tube threads - cracked, serial number label missing, partially broken retainer and missing o-ring (reservoir tube). Cosmetic damage was confirmed at reservoir side. Retainer ring damage confirmed. No device problem was found during functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.